Event description:
On (B)(6) 2025, it was reported by a sales representative via email that two ar-18710 cortical screw head broke off. The screws were tightened with 2-finger tightness and broke as the head of the screw was making contact with the cortical bone. There was no plate used during the procedure. The surgeon located the heads of the screws and was able to remove them successfully. This was discovered during a metacarpal fracture procedure on (B)(6) 2025. Additional information requested on 4/24/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.